Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to "localizer faulted," "incompatible firmware versions," "system programming fault," and "firmware update required" messages. A05: applicable to localizer faulted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up the system, the camera exhibited flashing lights and the system displayed a message indicating a "localizer faulted." Technical services guided the manufacturer representative (rep) through troubleshooting steps, including using the terminal window and nditoolbox. The rep reported that there was an alert for configuration with status messages stating "incompatible firmware versions," "system programming fault," and "firmware update required."  A hard reboot of the system was performed, which resolved the issue. There was no patient involvement.